Event description:
It was reported that the patient had unrelated open-heart surgery. The device was checked prior to the surgery and was functioning normally. Post procedure, it was noted that the right ventricular (rv) lead was not capturing. The rv lead was explanted and replaced. No issues were observed during extraction. The patient was stable.